Event description:
It was reported that the device had an error 1260 display, indicating a data storage issue. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed which found that the cold solder was observed on the negative contact. The cause of the issue was a defective real time clock (rtc) battery. The rtc battery was replaced to fix the issue.